Event description:
Event became reportable based on the device analysis completed in 2007. It was reported that during a percutaneous coronary interventional (pci) procedure, difficulty crossing the lesion was encountered. The 95% stenotic, progressive and moderately calcified lesion was located in the very tortuous left anterior descending (lad) artery. Upon attempting to insert the taxus liberte 28mm x 2.50mm drug eluting stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. The procedure was not completed due to this event. No patient injuries or complications were reported as a result of the event. The patient's status was reported as "good". Device analysis revealed a damaged stent.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed a slight kink on the stent. Microscopic examination of the tip found no issues. The balloon was visually and microscopically examined. No visual defects were observed under magnification. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). It is contraindicated to stent lesions that are heavily calcified and lesions located at a bifurcation in the taxus liberte dfu. It is advised in the taxus liberte dfu that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause is operational context due to visual and microscopic examination of the returned device revealed a slight kink on the stent. Microscopic examination of the tip found no issues. The balloon was visually and microscopically examined. No visual defects were observed under magnification. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of operational context due to anatomical/procedural factors encountered during the procedure so performance was limited.